Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage that failed to open and then became stuck in the distal end of the phenom catheter and a second pipeline vantage that was moved out of its intended position during deployment. The patient was undergoing stent assisted coil embolization procedure to treat a ruptured blister aneurysm of the left internal carotid artery (ica) ophthalmic segment via right radial artery approach. The aneurysm max diameter was 1mm and the neck diameter was 1mm. Vessel tortuosity was moderate. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The plan was to jail a non-medtronic catheter in the aneurysm and deploy a 5x14 vantage over the top of it to retain a coil in the blister aneurysm. A phenom27 was placed distal to the aneurysm and the vantage 5x14 was advanced to the tip and started to be opened distal to the aneurysm. The headway was placed in position at the neck of the blister aneurysm and the first 2 loops of the coil were opened into the aneurysm. The vantage was not opening satisfactorily so the doctor tried to resheath it to displace the sleeves. Only a small amount of the vantage could be resheathed before it jammed in the phenom catheter and could not be pushed out or pulled back. The phenom and pipeline vantage were then removed together from the patient. A second phenom 27 of the same model and lot was then placed in position and delivery of a pipeline vantage 5x16 was delivered. This opened well distally but was ribboned against the anterior surface of the genu. In order to get the stent to open around the bend the doctor pulled on the stent wire and phenom catheter together to remove the tension. This maneuver did open the stent but caused the distal end of the stent to fall back significantly, leaving the aneurysm partially uncovered. A third pipeline vantage (5x20) was then deployed. The coil was fully deployed first and the non-medtronic catheter was removed. The third pipeline vantage then opened well and the procedure was completed successfully. There was no harm or injury to the patient. Post-procedure angiography showed very good results.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline vantage with shield was returned within the phenom 27 catheter; inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline shield braid were found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker and body were examined; no damages were found. ¿ testing/analysis: the pipeline vantage with shield was pushed out from the catheter lumen with no issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. No other anomalies were observed. ¿ conclusion: based on the returned devices, the pipeline vantage with shield and phenom 27 catheter were not confirmed to have "failure to open", ¿resistance during delivery¿ and ¿catheter resistance¿ issues. The root cause could not be determined as no damages were found with returned pipeline vantage with shield and phenom catheter. No issue was found during pushing the pipeline vantage with shield out from the catheter lumen. In addition, the pipeline with shield braid was found fully opened and no damage. Possible causes include patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. There was no non-conformance to specifications identified that led to the resistance issue. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.